Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6) - (B)(4). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 2.7mm and left coronary cusp (lcc) was 4.2mm. On (B)(6) 2026, the patient required intermittent pacing with a brief episode of atrial fibrillation. The patient was discharged with a monitor and was in sinus rhythm.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.